Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated recurrent urinary incontinence, small cystocele, moderate urethrocele, pain, infection, bowel problems, dyspareunia, neuromuscular problems, vaginal scarring, obstruction of urethra, and irritation.